Manufacturer narrative:
Visual examination of the returned articular surface identified that the dovetail feature was flared out on both sides; indicating that the articular surface was inserted into the tibial plate and removed. There is a depression/gouge on the inferior point of the proximal cutout for the inserter instrument, likely made during insertion or removal. Measurements take find the device meets specifications. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were not provided, however the complaint states they inserted a thicker articular surface with no issues. The complaint database was searched and no other complaints of this nature have been received for this product/lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon placed the art surface on tibial implant per the technique and inserted with the persona artiuclar surface inserter. The device did not seat, and it was determined that the dovetail was damaged.